Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with ketones and high blood glucose of 465mg/dl and getting multiple no delivery alarms. The customer would call back to troubleshoot when she feels better. The customer called and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window noted during visual inspection.